Manufacturer narrative:
Event date is unknown. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge the ipg for several years, and the ipg became inoperable. As a result, surgical intervention took place on (B)(6) 2020 where the ipg was explanted and replaced. The patient has effective therapy post operatively.